Event description:
The generator underwent product analysis and the pulse generator diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
It was reported that this patient was scheduled for a full revision surgery. After surgery it was reported that the patient's generator and lead were replaced due to high impedance. The generator was returned for product analysis but the lead was discarded after surgery. The generator has been received by the manufacturer and analysis is underway but has not been completed to date. No other relevant information has been received to date.